Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) would not power on due to corrosion on the main printed circuit board (pcb). It was also noted that the output connectors, upper and lower case halves, keypad, encoder assembly, main seal, both tubes, tube sleeves, liquid-crystal display (lcd), display frame, all four display grommets, insulation label, all four display frame screws, all four encoder nuts, three case screws and all six pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to turn on the external pulse generator (epg). The user then changed the batteries but was still unable to turn on the device. The device is expected to be returned for repair and service. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.